Manufacturer narrative:
Evaluation performed by aseptico. See attached report. Closing comments: *pack* power bd fail, eval only. Failure mode - speed incorrect/too fast/too slow. Root cause - miscellaneous electronic problem (ready for download, does not turn on, etc.) Conclusion code - unexpected failure.

Manufacturer narrative:
Additional information received that incorrect investigation was sent and noted for this complaint. Investigation was for another complaint. Aseptico indicated there is no record of a repair for pearl st dental¿s promark. Therefore, disregard the investigation results that were previously submitted 1/15/2025. This is a follow up report for this additional information that was received.

Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported a aseptico promark endo motor was running slow and erratic during use. No injury.